Manufacturer narrative:
Emdr section h6, code d15 was removed to reflect results of investigation.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder®aaa endoprostheses. Via final angiography, the contralateral leg appeared to be covering the left internal iliac artery, and the contrast within the left internal iliac artery was faint. No further treatment was given since blood flow in the right internal iliac artery was maintained. The patient tolerated the procedure and was placed under observation. Physician¿s comment: ¿I pushed the device upward to the marker, but I believe it was not enough and resulted in covering the internal iliac artery.¿

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), do no change the location of the endoprosthesis once it has started to be deployed. [Otherwise, it may end up causing vascular damage or being placed in the wrong location] additionally, the IFU states: possible defects and adverse events include, but are not limited to, improper component placement w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.